Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician's office, no procedural complications were noted. The patient was seen multiple times postoperatively: - the initial post-operative visit was on (B)(6) 2010, where the patient was complaining of right sided vaginal pain like ¿something was stabbing inside her¿. An objective exam revealed a small hematoma on the posterior pubic ramus. - during a post-operative visit on (B)(6) 2010, it was revealed that the patient had a urinary tract infection (uti) and was prescribed macrobid. Vaginal pain was still present but less noticeable. - on (B)(6) 2010, the patient stated, she was tired, especially when on her feet for 4-5 hours, but overall the vaginal pain had greatly lessened. - on (B)(6) 2010, the patient reported the vaginal pain had returned. An objective exam revealed no erosion present. - on (B)(6) 2010, the patient was still complaining of vaginal pain, especially being on her feet for long periods of time. Again, object examination revealed no erosion or palpable masses. The patient was put on augmentin for a recurring uti. - on (B)(6) 2010, the patient reported feeling initially better after finishing augmentin regiment but then the vaginal pain returned. A second round of augmentin was prescribed. - the patient was last seen in the office on (B)(6) 2011 by a different physician. The patient still had complaints of some vaginal pain. An objective exam revealed some point tenderness on the right symphysis rami but no evidence of erosion or palpable masses. All other information, including the patient's current condition, is unknown and unavailable.